Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide is advanced without resistance, when removing the needle feels resistance before the recoil of the guide when trying to remove it is kinked. The doctor decides to suspend the maneuver and order the rx and the evaluation for the surgery. The doppler of neck vessels finds a guide housed intravascularly. No leak or aneurysm. Thorax rx shows with rolled guide".

Manufacturer narrative:
(B)(4). The medical staff decided, by the latent risk, to leave the guide in the patient.

Event description:
The customer reports that the guide is advanced without resistance, when removing the needle feels resistance before the recoil of the guide when trying to remove it is kinked. The doctor decides to suspend the maneuver and order the rx and the evaluation for the surgery. The doppler of neck vessels finds a guide housed intravascularly. No leak or aneurysm. Thorax rx shows with rolled guide".